Event description:
The user facility reported that the patient had a 5.5 pump being placed to support the patient admitted in with cardiomyopathy and atrial fibrillation as well as other comorbidities. The pump failed to deliver and when the pump was explanted they observed the delivery attempts may have caused the vessel damage. The surgeon had to be called for axillary artery repair. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Manufacturer narrative:
The investigation of delivery issues and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue is determined to be use issue because 0.018 steel core non abiomed guide wire is used during insertion which is not recommended as per impella 5.5 instructions for use. Later, tried with 0.035 wire and unable to pass wire into axillary after multiple attempts and found that axillary dissection in the portion of aorta. Vascular damage - peripheral vessel: the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. There was information related to cause of the dissection in the right axillary artery as per the clinical details. Later the vascular damage was repaired and second pump was opened and inserted successfully.